Manufacturer narrative:
This report is being filed on an international product, list number 06c36 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a nonreactive architect hbsag result of (B)(6) was generated on (B)(6) 2019 for a patient sample (B)(6) that tested (B)(6) using two intec elisa hbsag methods. Additional testing was performed on (B)(6) 2019 and was found to be (B)(6) using kehua, wantai and biomerieux hbsag methods. Neutralization testing was (B)(6). It is currently unknown which result is correct for the patient. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed, and no issues were identified. The reason for the nonreactive result obtained on architect is unclear, however given the fact that nonreactive results were also observed on the sysmex platform with reactive results observed on other platforms, this may indicate a sample integrity issue or the presence of an hbv mutant. Based on the available information, no product deficiency was identified.